Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient no longer wanted the implanted device. During the explant procedure, two contacts were missing from the paddle lead. All device components were explanted, and all contacts were removed. All explanted devices were discarded.